Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2018 with the following findings: during investigation, the alleged no sounds issue was duplicated. The pump was opened and a piezo contact alignment failure was found. Unrelated to the original complaint, the battery compartment was cracked from the top above the pad to the cover part. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.